Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation one sample was provided to our quality team for investigation. Through visual inspection, it was observed that sample has severe crack that extended all the way down through the barrel¿s non-marking area. The potential root cause for the cracked barrel defect is associated with the marking/assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3159210. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material# 302995 batch# 3159210. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: rcc received a complaint via email. Complaint: (B)(4). Product: bd luer-lok syringe 10ml 200/bx. Product #: 15-9604-9. Lot#: 3159210. Complaint: it was reported to fresenius medical care that there is a crack in bd luer-lok syringe 10ml 200/bx. Additional information provided: 1. Date of event 7/18/2024. 2. No patient harm/injury. Syringe was cracked on side, had numerous syringes with same issue (one was saved) 3. The syringe was saved; we have on hand.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.